Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 36 mg/dl. Reportedly, the customer believed the settings may require adjustment. The customer consumed juice to stabilize bg levels. Reportedly, the customer contacted the healthcare provider to discuss the pump settings.